Manufacturer narrative:
The device has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure (thyroid surgery), the user opened a new vari-stim and it did not work (did not respond). The user opened another vari-stim and it worked. The procedure was completed with no issues. No patient impact or injury.

Manufacturer narrative:
The product analysis indicates that one opened sample of part number 8562010, from lot number [no information] was received. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. A multimeter was used during the analysis. The device was set to the 2.0 ma position when received and was functionally tested per the IFU in the as received condition. The device would light which indicates it was delivering stimulating current and is not consistent with the reported event. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.04ma. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the tip of the vari-stim did not light up.